Event description:
This spontaneous report originating from united states was received from a registered nurse referring to a female patient of unknown age. This report concerned 1 patient and 1 device. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. The reporter (registered nurse) stated that even though directions were followed for placement of vacuum-induced hemorrhage control system (jada system), on (B)(6) 2022, the suction went up from 80 to 120 mm of hg (millimeter of mercury) on its own. It was unknown how long suction was at 120 mm hg but the suction was turned down to 80mm hg. The reporting nurse believed that it was user error and it had been occluded wrong (wrong technique in device usage process). Reporter stated that new tubing was placed and the device reset and was now working correctly. No additional adverse event (ae) (no adverse event) or product quality complaint (pqcs) were reported, no additional information provided. Upon internal review, the event of wrong technique in device usage process was determined to be medically significant. This one of the two reports received from same reporter. Medical device reporting criteria: serious injury. Health impact: (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.